Manufacturer narrative:
(B)(4). The sample was returned for evaluation. It was received with the gray adapter ring. It was found that the power switch illuminates when turned on, and the unit generates heat. The heater was inspected for physical damage, electrical safety, and temperature output with an open chamber. It was found to meet specifications. The unit was closed up and re-tested for electrical safety and temperature performance and no anomalies were observed. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The heater met specifications.

Event description:
The customer alleges that the unit is overheating.the patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the unit is overheating. The patient's condition is reported as fine.